Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v192542, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported the patient was sent a replacement programmer and it ¿wasn¿t working¿ for them. They could not use it. It was not connecting with or without the antenna and the patient was ¿convinced¿ it was their ¿internal unit.¿ it was noted the patient had been trying to get ¿it (stimulation) working¿ for several weeks. It was added the patient was getting ¿nothing¿ on the screen. With troubleshooting, the patient was able to get the poor communication/reposition antenna screen. The patient wanted a representative to check their programming. Additional information has been requested, a follow up report will be sent if additional information is received.